Event description:
It was reported the device reached recommended replacement time (rrt) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead (B)(6) 2006; 55866-38m adaptor (B)(6) 2012; 5071-53 implantable pacing lead (B)(6) 2007; 419478 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary- based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the li along the edges and in the turns, as seen in the battery.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.